Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was severed near the fantail and damaged silicone overmold was observed on both top and bottom covers. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed multiple broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The photographic imaging inspection and the scanning electron microscopy analysis revealed evidence of fatigue breaks on multiple electrode wires at the fantail region. These breaks can be associated with the open electrodes reported. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly experienced open electrodes and poor performance. The recipient's device was explanted.